Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly and down button was takes time to move the screen. Customer stated that numbers were not ramping on their own and scroll bar was not moving with no input. Customer stated that block mode was inactive. Customer stated that the button was unresponsive during an easy bolus attempt. Customer stated there was no response from any buttons. Customer reported that there was small cracked on center button. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No button keypad anomalies noted. Device also received with cracked keypad at select button. (B)(4).